Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the patient¿s blood glucose on an unknown date was 25 mmol/l with blurred vision and nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. During troubleshooting, a frequent/persistent occlusion alarm issue occurred with multiple sets of supplies. The reporter noted the pump¿s occlusion sensitivity setting was set to high. The pump¿s occlusion sensitivity setting was set to low during troubleshooting. The pump was then able to be primed and perform an air bolus without an occlusion alarm. This complaint is being reported because the reported health event was attributed to a pump use error.

Manufacturer narrative:
Follow-up #1 date of submission 04/27/2017-device evaluation: the cartridge has been returned and evaluated by product analysis on 04/26/2017 with the following findings: evaluation revealed that the alarm history shows evidence of occlusion alarms on (B)(6) 2017, (B)(6) 2016; no occlusion alarms observed in the black box. Pump was exercised for 24 hrs with no occlusion alarm duplicated. Force sensor measure within required specifications. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. The complaint was verified in the history but could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).